Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that upon initial interrogation the device longevity could not be calculated due to cold. The device had not been stored at temperatures below freezing and had been at room temp for six hours prior to interrogation. The device was not used and there was no patient involvement.